Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Uninformed. If yes, did the jaws eventually open? Uninformed. Is the current patient status known? Uninformed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Uninformed".

Event description:
It was reported that during the surgical procedure, the instrumentalist passed the stapler to the surgeon with the load. When the surgeon stapled into the cavity, the lever was prevented, making it impossible to use the device. The stapler and the load were replaced to continue the surgery.